Event description:
During pt use, suddenly a "backup battery failure" occurred. The ventilator kept ventilating. However, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was not provided.